Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic system had chamber instability. Details of procedure and patient impact was not provided.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative replaced the entire console, per the customers request. The entire console was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. All relevant complaints found, were reviewed as part of this investigation. The entire console was received for testing. A visual assessment of the returned sample revealed that the electronic control system (ecs) was off alignment per the manufacturing fixture.2 days of testing with research and development (r&d) revealed no issues identified with fluidics or the console as related to the reported event. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).